Event description:
It was reported that the patient presented for a office visit due to pain in her lower back that radiated into her right buttock and hip as well as her shoulder due to an injury at work. The MRI of the patient were reviewed and surgery was recommended. The patient underwent a surgery consisting of: dlif with posterior spinal fusion from l1-l2, and alif with posterior spinal fusion from l5-s1. Rhbmp-2/acs was used in the surgery. The patient was discharged with a case of pneumonia. Immediately after the surgery, the patient suffered from a reduction in mobility that delayed her return to her job. Her pain, while still present, was partly reduced. The patient attended post-operative care till (B)(6) of 2013. The patient's pain returned and was recommended additional surgeries. The patient suffered under constant pain, for which she had to consult pain management specialists once per month. In addition to the return of her previous pains, the patient suffered from radiculopathy in both legs and numbness in her right foot.

Manufacturer narrative:
(B)(4).